Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Evidence of excessive meal announcements was found. Device data showed three cgm glucose readings < 70 mg/dl on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is unclear what contributed to this hypoglycemic event, as device data is not consistent with severe hypoglycemia. However, it is likely that the user's pattern of behavior related to misuse of the meal announcement feature led to maladaptation of the device and may have contributed to this hypoglycemic event.

Event description:
On 9/23/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) resulting in hospitalization. The exact event date was not reported. Cds was informed by the user's healthcare provider (hcp) that the event may have been caused by repeated meal announcements without carbohydrate intake. On 9/27/24 a beta bionics customer care agent followed up with the user about the event. The user confirmed being hospitalized with a bg level of 54 mg/dl but was treated with crackers and juice and released the same day. The user did not remember the date of the event. The user declined further assistance and planned to consult their hcp.